Event description:
On an unknown date, the patient was implanted with the trochanteric fixation nail (tfn). The patient was returned to the operating room on (B)(6) 2013 for revision surgery due to the helical blade having cut out of the femoral head. Patient was revised to a bipolar hip replacement. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.